Manufacturer narrative:
Follow-up #1: date of submission 12/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: the original complaint could not be duplicated upon review. There was no visible damage to the keypad. All of the buttons responded properly and there was no damage or contamination found on the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that the down arrow button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.